Event description:
It was reported that the patient had a seizure in 2008 and had since been intubated/ventilator. The patient was stable at the time of the report. The reporting physician was unsure if the seizure was related to the pump replacement performed on the day before, (unsure because he was the follow-up physician). The reporting physician planned to follow-up with the implanting physician to determine if the catheter and pump were primed and/or programmed properly. Prior to the pump replacement, the patient was receiving 1200-1500 mcg/day of 2000 mcg/ml baclofen. The new pump settings were not reported. Additional information has been requested, but was not available on the date of this report.